Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, consumer) regarding a patient who was receiving dilaudid with concentration 5.0 mg/ml at a dose rate of 0.4996 mg via an implantable pump for spinal pain. It was reported that the patient went in for a refill at the beginning of last week (week of (B)(6) 2021, patient couldn't remember which day). The patient had indicated that were not getting any relief even with the personal therapy manager (ptm). The date of the event was unknown.  The patient's pump had more drug in it than it was suppose to have, so they scheduled her to come in on (B)(6) 2021 for a dye study. The physician was however unable to aspirate the catheter when accessing the catheter access port (cap). After the unsuccessful attempt of aspirating the catheter, nothing was changed/updated on the pump. It was noted that the patient and physician were to discuss options moving forward and would contact the manufacturer once a decision was made to move forward. Environmental/external/patient factors that may have led or contributed to the issue was unknown.  The issue was not resolved as of (B)(6) 2021.  No surgical intervention occurred or was scheduled, but was planned.  The patient's weight and medical history were indicated as having been requested but were unknown or would not be made available.  The patient was without injury regarding their status as of (B)(6) 2021.

Event description:
It was reported that the catheter was not able to aspirate. Rotor study was done successfully. The pump segment was kinked and twisted. It was explanted and replaced on (B)(6) 2021. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.